Event description:
Rptr has experienced at least five identical failures of MFR's pca pumps. The wiring harness to the motor is routed loosely inside the case. When the case is closed, the motor in the front half of the case and the battery compartment in the rear case pinch the wires, splitting the insulation and contacting the wire to the chassis. This in itself is not the complete problem, as it takes two circumstances to make the pump fail. The second circumstance is if the keyswitch rotates out and contacts the chassis when the frame is not bent sufficiently, or the switch mechanism becomes sloppy, which allows the soldered connection to contact the case. When the wires are in contact with the floating ground chassis and the keyswitch contacts the chassis, a trace burns off the printed circuit board. The unit then will not infuse. The unit can be repaired, and the cause is not found. Rptr contacted the co repeatedly, sending photographs and drawings. There have been many, many telephone conversations with their local and national service departments, quality assurance, and sales people. The correction (or prevention) is easy. Keep the wires tied where they cannot be pinched, and keep the case bent far enough away from the keyswitch. The MFR recently sent seventy-five replacement pumps to rptr at no charge. All new pumps opened for inspection showed that problems still exist. Rptr is concerned with other institutions not being aware of the problem or cause. The bottom line is rptr does not believe this is a life-threatening equipment failure. However, treatment to the pt is interrupted, causing undue stress. Also, electrical contact from circuitry to chassis cannot be desirable in any circumstance.